Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns floppy, extra; guide catheter: mach1 6f cls 3.5, yamato 7.5f 35cc, mach1 8f cls 3.5 sh; stent: 2.25x18 rx xience prime. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The 2.25x18 rx xience prime referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2013, the patient presented with an acute myocardial infarction. Emergency percutaneous coronary intervention was performed (B)(6) 2013 to treat a moderately calcified, concentric, 100% stenosed, de novo lesion in the non-tortuous proximal to mid left anterior descending (lad) coronary artery as follows: pre-dilatation of the lad was performed with a 2.0x15 non-abbott balloon dilatation catheter (bdc), a 2.75x23 rx xience xpedition stent was advance and deployed at 12 atmospheres (atm), then, as the stent was not confirmed to be fully apposed to the vessel wall, stent post-dilatation was performed using a 2.75 x 23 mm non-abbott bdc via inflation to 10atm. Intravascular ultrasound (ivus) confirmed good stent wall apposition with a resulting timi flow of grade 3. Then on (B)(6) 2013, a moderately calcified, concentric, 99% stenosed, de novo lesion in the non-tortuous distal left circumflex (lcx) coronary artery was also treated via pre-dilatation with a 2.0x15 non-abbott bdc, then a 2.25x18 rx xience prime was deployed at 12 atm with no post-dilatation performed. On (B)(6) 2013, during a follow-up visit, the patient presented with angina and an angiography confirmed in-stent thrombosis in both the lad and in the lcx. An intra-aortic balloon pump (iabp) was then placed to stabilize the patient. On (B)(6) 2013, the patient was sent to another hospital for coronary artery bypass surgery; the final patient outcome is not known by the site. No additional information was provided.